Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump had no power. It was noted that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2014 with the following findings: during testing, the pump failed to power on. The pump case was removed and moisture damage was found on the printed circuit board. Unrelated to the complaint, evaluation revealed that the display screen was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.